Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the pcb, mechanism rail, bottom battery and commutator cap. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak and subsequent corrosion contributed to the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod experienced a communication error after approximately 4-24 hours of wear. This led to the patient¿s blood glucose levels increasing to above 250mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.